Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 31. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: mobility and swelling. No further patient complications were reported.